Event description:
The technician reported the brakes set but are not holding. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brake caster stems are cracked due to normal wear and tear. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.